Manufacturer narrative:
There was no button error alarm noted. Pump had no button response due to corroded keypad traces. There was no scrolling numbers display anomaly noted. Pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The mother states the device kept scrolling numbers, and would not let her press the buttons. The mother sates changing the batteries, and then receiving the button error alarm. The customer's blood glucose level at the time of incident was 128mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.